Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, unable to open refrigerator. The customer reported that the unable to take out insulin from the fridge. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator needs to be recovered. A field service engineer remoted into the station to guide customer on going to recover storage space to clear hardware failure. The refrigerator was able to recover. The system functioned as intended after the field service engineer assessed the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, unable to open refrigerator. The customer reported that the unable to take out insulin from the fridge. There were no adverse events or injuries reported based on this event.